Event description:
It was reported that trw35 were used during a laparoscopic assisted vaginal hysterectomy-uterine broad ligament procedure. It was reported by the affiliate that the sales rep reported the surgeon noticed bleeding along the first staple line on the broad ligament. The surgeon cauterized the area and the bleeding stopped. The pt had consistent bleeding laparoscopically in the area of the vaginal repair, superiorly to the bladder. The surgeon remarked that she was a "bad bleeder." Surgicel was used to stop the bleeding. The sales rep and the nurse, felt it was not a direct problem of the staple. Even the doctor said she was a difficult pt, bleeding everywhere. They spent 30 minutes stopping bleeding, out of those 30 minutes, only 4 minutes were spent stopping the bleeding at the stapler line. Very frustrating case for the surgeon.